Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, two times daily to floss her teeth (route dental, lot number 3112d and expiration date unspecified). After an unspecified duration, she noticed that the head of the flosser got loose and broke while using. She stated that the flosser lasted only one or two days. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, two times daily to floss her teeth (route dental, lot number 3112d and expiration date unspecified). After an unspecified duration, she noticed that the head of the flosser got loose and broke while using. She stated that the flosser lasted only one or two days. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013: a review of the data associated with the complaint revealed no adverse trends and no trend involving lot number 3112d. A review of the investigation documentation indicated reach access daily flosser met specifications and based on the available information malfunction could not be confirmed. The returned sample was not received. Final packaging record, break and burn, flavor application and crimping records did not show any non-conformance or abnormal situation during the manufacturing process. The complaint will be closed with undetermined disposition. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.